Event description:
It was reported that during evaluation of the device, it was determined that the battery handpiece device had a sticky trigger. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: general condition, leakage test using bubble emission technique, check for sticky triggers, check roundness of housing, check falling out protection , check fitting of the lid, check for wear on housing, check general function of device. During the service evaluation the following failures were identified: visual : cracked/damaged housing device interaction (2+ devices) : will not hold/secure battery functional : sticky trigger functional : will not run internal finding : leak tightness test failure. Conclusion: failure reported is confirmed root cause: user error action: repair.